Event description:
It was reported during an oopherectomy while using the tsw35 the surgeon attempted to fire the device and it would not fire. The device was reloaded and fired successfully. A second reload was inserted and it would not fire. There was no consequence to the pt.